Manufacturer narrative:
The returned maximum xtra hemostasis introducer, 6f, reorder number (B)(4), batch 5835035, was received for additional analysis for the complaint mode of ¿detachment of the extension tube from the side port of the hemostasis body¿. The returned introducer was inspected, and determined that the sideport tubing was no longer attached to the hemostasis body. Analysis determined that there was no adhesive ring around the sideport tubing at the location where the hemostasis body met the tubing, indicating that there was insufficient solvent applied during the stopcock attachment operation. A defined inspection was added to confirm solvent has been applied to the stopcock prior to insertion, as well as incorporating manufacturing best practice improvements that will aid in stopcock insertion the device history records for batch 5835035 and its component batches were reviewed and concluded that these batches were produced with controlled processes and all documented in-process testing passed abbott manufacturing requirements prior to shipment

Event description:
The maximum xtra short sheath was inserted into the patient's femoral vein for an ablation procedure and the side port detached. There were no complications and the sheath was replaced. However, the replacement sheath was inserted into the patient's femoral vein and the side port broke detached again. There were no complications. The second sheath was replaced and the procedure was completed with no consequences. Patient identifier, age is not available. Please reference 2182269-2017-00134 for other maximum xtra hemostasis introducer listed in this complaint.